Manufacturer narrative:
The load wheel broke off and the cot tilted to the right causing the patient to strike their left temporal area on the floor of the unit. The patient showed a hematoma to the left occipital temporal area above and behind the left ear area. Patient was transported to the ed for evaluation and continued care.

Event description:
It was reported that the back wheel of the cot broke and a patient was injured.

Event description:
It was reported that the back wheel of the cot broke and a patient was injured. Further information was not provided.